Event description:
One pt sample with discrepant alt results. Initial result 386 u/l. Same sample diluted and repeated gave result of 2050 u/l. Sample repeated again and gave result of 2010 u/l. If additional info is received, appropriate notification will be provided.